Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the loosened screws is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The fracture site at the proximal end of the nail had become unstable, which did not allow the proximal screws to remain fixed. The proximal screws were removed during a follow-up surgery and the sign im nail was secured proximally via cerclage wires. The distal end of the sign im nail is secured with one distal locking screw. The patient was later discharged on a wheelchair. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured right femur; showed a breakout condition of the proximal screws in follow-up x-rays.